Manufacturer narrative:
Analysis of the provided patient files confirmed a reset occurred on (B)(6) 2022 at the end of the follow up. This reset was caused by an abnormal decrease of the device internal supply. As log files dated (B)(6) 2022 are not available, the root cause of the reset could not be determined with certainty, it could be hypothesized this reset was due to a rare hardware issue which can occur during inductive telemetry. - on (B)(6) 2022, the battery voltage after the reset was measured at 3,05v. - normal behavior was restored after the reset. No other anomaly was observed on the device.

Event description:
Reportedly, on (B)(6) 2022 the device had a reset. This was just after a inhouse fu which was preformed with no abnormalities. No alert was generated via smartview rms. On the (B)(6) 2024, the patient was seen inhouse for fu and it was noted that there is no calculation for rrt.